Event description:
It was reported that during a mildly tortuous, mildly calcified, left anterior descending (lad) artery stenting procedure, the mini vision 2.5 x 28 mm stent was implanted without pre-dilatation. The mini vision 2.5 x 28 mm stent delivery system was removed without difficulty and an angiogram was done finding a perforation in the mid lad. A graftmaster 3 x 19 mm stent delivery system was advanced to attempt to contain the perforated lad. The graftmaster 3 x 19 mm was implanted over the mini-vision stent, but it was unable to contain the perforated mid lad and the leaking continued. A pericardiocentesis procedure was done and balloon dilatation compression 13 atmospheres for 10 seconds without success. There was no other intervention attempted. The patient remained in critical condition on the intensive care unit. Reportedly, the patient expired on (B)(6), 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of perforation and death, as listed in the mini vision instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. It should be noted that the IFU states: pre-dilate the lesion with a ptca catheter. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.